Event description:
It was reported that the patient never experienced therapeutic effect. The patient went in to have his implantable neurostimulator explanted about a year and a half ago due to unsuccessful therapy and because his physician didn't think he needed the device any longer. However, the physician was not able to remove the neurostimulator due to excess scar tissue. The patient was experiencing acute pain in the lower right side of his back. Coupling and communication issues were also reported and a neurostimulator overdischarge was suspected. Patient compliance was the primary reason for the overdischarge. The last time the patient felt stimulation was 6 to 12 months ago, the last recharging session was also 6-12 months ago. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the physician contacted regarding this event had not seen the patient since (B)(6) 2009 and had no record of removal.

Manufacturer narrative:
Lead model 377745, lot# n0045537, implanted (B)(6) 2006, explanted unk; adaptor model 355029, lot# n0043992, implanted (B)(6) 2006, explanted unk; recharger 37752, serial# (B)(4); programmer model 37742, serial# (B)(4).